Manufacturer narrative:
The unit was evaluated at philips, and the failure was verified. Replacement of the power supply and the power pca resolved the failure. The unit passed all post-service testing and was sent back to the customer site. Since multiple parts were replaced, we can not determine the root cause of the failure.

Event description:
The customer reported that the unit failed to power up on ac or dc power.